Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom faulty door latch through the experience of door not fully latched messages. Evaluation determined the cause to be the door hooks which were out of adjustment causing a higher force required to secure the door. The door hooks were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a faulty door latch during therapy. It was also reported that there was no patient injury.